Event description:
A malfunction was reported involving a pump, indicated by malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and, after the issue persisted, arranged for a replacement pump. The customer reverted to an alternate method of insulin therapy.